Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The complained product was received at the manufacturing site 2023-08-30 and was therefore available for investigation. The investigation has been completed on the 2023-09-18. Findings: the cutting loop is ruptures out of the passive rod and broken at the exit of the yellow insulation on the active rod. The tungsten wire of the cutting loop is split at the break point. The broken surface shows no molten material. The over all bipolar electrode is bent. The device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. Based on the available information and the results of the examination, the defect described by the customer can be confirmed. The missing molten material on the broken surface indicates that the cutting loop got exposed to force without activated hf-current causing a mechanical overload and final the break. Also the complete device is bent in itself. There is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to a usage-related failure due to wrong handling. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a bipolar cutting loop broke during turp surgery. Detached fragment has to be removed from patient. Alternative monopolar set has to be used to complete the procedure.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).